Event description:
It was reported that, "the 2 gamma trays have holes in the bottom and the hospital is concerned with sterilization issues with these holes and cracks."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.